Event description:
It was reported that (1) tlc55 was used during a laparoscopic colon resection procedure. It was reorted by the rep that the surgeon attempted to fire the tlc55 across bowel but it would not fire. A new tlc55 was opened and fired without any further problems. The case was completed successfully with no consequence to pt.